Event description:
It was reported that the patient presented for an implant procedure. Threshold testing was done during positioning the lead and unacceptable values were observed. Difficulty in inserting the stylet into the lead was noted and it did not go all the way in due to which it was difficult to reposition the lead. Multiple stylets were tried and all of them were difficult to advance through the lead. The lead was not used. A new lead was implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.